Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively during left radical thyroidectomy for thyroid cancer procedure, changes in airway pressure were observed, suggesting a possible air leak from the emg tube. The leakage was occurred with both the tubes. The tube was therefore replaced, and the surgery was continued. Postoperatively, healthcare professionals submerged the removed tube in water for testing and identified an air leak at the cuff inflation port. However, the anesthesiologist performed an inflation¿deflation test prior to use, and no air leakage was observed at that time. The procedure was extended by 10 minutes. There was no patient impact.